Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The results from the laboratory was 4.07 inr. The laboratory reagent was not known. The customer's coumadin dose was decreased. The result from the meter was 2.6 inr. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The customer was not anemic, had no heparin therapy, no antiphospholipid antibodies, no direct thrombin inhibitors, no new medications, no diet changes, and no new illnesses. The customer had usual bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. Retention test strips (lot 345213) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was measured with master lot strips. Testing results: qc 1: 2.3 inr , qc 2: 2.4 inr, qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.0 %. The customer stated she did not clean the heating plate within the strip port for an extended period of time. Contamination within the strip port is a known potential cause for discrepant results.